Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure the helix on the right atrial (ra) lead would not extend. The lead was extracted and the helix tested. After twenty turns the helix would suddenly extend and there was stored torque in the helix. The lead was not used and another ra lead was used. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix was able to be extended and retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.